Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2011. Since the procedure, the patient has experienced severe pain and chronic urinary tract infections. The patient had a consultation with a uro-gyn specialist who found the mesh had perforated the bladder. The patient plans to have surgery to remove the mesh, after healing from that surgery will undergo another surgery to repair the pelvic organ prolapse again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. The patient experienced frequent urinary tract infections, erosion, pain, urgency, and recurrent incontinence. It was reported that patient underwent fulguration and holmium of bladder and mesh removal in (B)(6) 2011 due to erosion. The patient underwent total abdominal hysterectomy, bilateral uterosacral ligament suspension, posterior colporrhaphy, advantage fit sling, and cystoscopy on (B)(6) 2012 due to stress urinary incontinence, uterovaginal prolapse, cystocele, and rectocele. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and rectocele repair.

Manufacturer narrative:
(B)(4). Following the procedure on (B)(6) 2011, the patient experienced abdominal pain and discomfort when bending over, sitting down or on feet for any length of time. In (B)(6) 2011, the patient was treated for a urinary tract infection. The patient was still uncomfortable walking, sitting, and bending. In (B)(6) 2011, the patient had another urinary tract infection which was worse than the first one. The patient was seen by another physician and a cystoscopy was performed. The patient was told by the physician that the mesh had worked its way through the bladder wall. The patient was treated with antibiotics and pain medication for chronic urinary tract infections. On (B)(6) 2011, the patient underwent a procedure to remove mesh. The patient stated the pain is now gone, but another surgery is needed to repair her pelvic organ prolapse. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent tah, bilateral uterosacral ligament suspension, posterior colporrhaphy, advantage fit sling and cystoscopy on (B)(6) 2012 due to sui, pop, cystocele, and rectocele. It was reported that the patient underwent a transurethral laparoscopic removal of mesh, fulguration of bladder and holmium to bladder on (B)(6) 2011 due to mesh erosion and dysuria. (B)(4).